Event description:
It was reported that the patient had no stimulation sensation and stated his stimulation "is probably off." It was noted the patient's symptoms were loss of bladder control. It was indicated that the patient's symptoms occurred following a fall. The patient stated he slipped and fell on his knees while shackled and going up steps, which fall occurred in "early december." The patient also stated that he thinks his urinary incontinence started about 3-4 weeks ago. When his stimulation is on, it works very well for him. It was also reported that the patient had a lost/stolen programmer.

Manufacturer narrative:
Product ID: 3889-28 lot# v594488, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).